Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a massive bleeding at the pleural cavity site. It was said a blood transfusion reoperation was done. Approximately not less than 16 units of red blood cell concentrate were transfused per 24 hours. On (B)(6) 2025, the prothrombin time (inr) was taken and was 1.0 iu. The activated partial thromboplastin time (aptt) was 27 seconds, and the platelet count (plt) was 10.6 × 104/l. There was no drug treatment and no anticoagulant treatment at the time of the event.